Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating criteria for the right ventricular (rv) lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 24 episodes with ventricle-ventricle intervals less than 220 milliseconds on (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for ventricle-sensing integrity counter (sic) and non-sustained tachycardias; 45 ventricle-sics since (B)(4) 2016. D314drg ICD implanted (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non-sustained tachycardia episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.